Manufacturer narrative:
(B)(4). Final analysis found an insulation abrasion exposing the outer coil at 46.5 cm to 46.7 cm from the distal tip. Abrasions are consistent with constant friction with another implantable device. (B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. No additional information was available.